Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6f sheath in the right common femoral artery. A hematoma was noted prior to sealing. Upon delivery of procoagulant, the pt complained of pain. Due to the existing hematoma and, consequently slow sealing, manual compression was held for 30 min. Post duett deployment. Post deployment, signs and symptoms consistent with a retroperitoneal bleed were noted, which was confirmed via CT scan. The retroperitoneal bleed did not require medical intervention. No add'l complications were noted.